Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), pregnancy with contraceptive device ('miscarriage'), abortion spontaneous ('miscarriage') and genital haemorrhage ('heavy bleeding') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" on (B)(6)2014 and device monitoring procedure not performed "the patient did not undergo confirmatory test". The patient's concurrent conditions included body mass index normal. In (B)(6)2013, the patient had essure inserted. In (B)(6)2013, the patient experienced the first episode of abdominal pain ("abdominal pain"). In 2013, the patient experienced menorrhagia ("prolonged menses/abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6)2014, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), the second episode of abdominal pain ("severe abdominal pain"), anxiety ("anxious"), depression ("depressed"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), mental disorder ("psychological or psychiatric problems"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (in 2017, she undergo removal of the essure device). Essure was removed in 2017. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, dysmenorrhoea, menorrhagia, the last episode of abdominal pain, anxiety, depression, vaginal haemorrhage, female sexual dysfunction, mental disorder, vaginal discharge, fatigue and weight increased outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anxiety, depression, dysmenorrhoea, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, mental disorder, pelvic pain, pregnancy with contraceptive device, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. The reporter commented: discrepancy: date of insertion previously reported as (B)(6)2013 now it is reported 2013 (approximately (B)(6)2013 or (B)(6)2013) discrepancy: previously reported essure removal date was now it is reported patient has not yet removed essure. The plaintiff experienced two other pregnancy episodes in 2015, 2016 which were captured in pregnancy 2019-180704 and 2019-180705 respectively. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Most recent follow-up information incorporated above includes: on 13-sep-2019: pfs received. New events abnormal bleeding (vaginal), apareunia, psychological or psychiatric problems, vaginal discharge, fatigue, weight gain, abdominal pain, the patient did not undergo confirmatory test were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), pregnancy with contraceptive device ('miscarriage'), abortion spontaneous ('miscarriage') and genital haemorrhage ('heavy bleeding') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" on (B)(6) 2014 and device monitoring procedure not performed "the patient did not undergo confirmatory test". The patient's concurrent conditions included body mass index normal. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced the first episode of abdominal pain ("abdominal pain"). In 2013, the patient experienced menorrhagia ("prolonged menses/abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), the second episode of abdominal pain ("severe abdominal pain"), anxiety ("anxious"), depression ("depressed"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), mental disorder ("psychological or psychiatric problems"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (in 2017, she undergo removal of the essure device). Essure was removed in 2017. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, dysmenorrhoea, menorrhagia, the last episode of abdominal pain, anxiety, depression, vaginal haemorrhage, female sexual dysfunction, mental disorder, vaginal discharge, fatigue and weight increased outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anxiety, depression, dysmenorrhoea, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, mental disorder, pelvic pain, pregnancy with contraceptive device, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. The reporter commented: discrepancy: date of insertion previously reported as (B)(6) 2013 now it is reported 2013 (approximately (B)(6) 2013 or (B)(6) 2013) discrepancy: previously reported essure removal date was now it is reported patient has not yet removed essure. The plaintiff experienced two other pregnancy episodes in 2015, 2016 which were captured in pregnancy 2019-180704 and 2019-180705 respectively. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-oct-2019: quality safety evaluation of product technical complaint. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), pregnancy with contraceptive device ("miscarriage"), abortion spontaneous ("miscarriage") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("prolonged menses"), abdominal pain ("severe abdominal pain"), anxiety ("anxious") and depression ("depressed"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (in 2017, she undergo removal of the essure device). Essure was removed in 2017. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, dysmenorrhoea, menorrhagia, abdominal pain, anxiety and depression outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and pregnancy with contraceptive device to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.